Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. A review of glucose trace data from the returned sensor (B)(6) was conducted that evaluated the potential causal relationship between the complaint, and the manufacture issue identified in adc fa 1002-2025, a factor identified as a possible contributor to the reported low readings. In the absence of any other information, adc cannot eliminate the manufacturer issue as the potential cause. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading from the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced hyperglycemia with symptoms of dizziness and nausea. It was indicated that the customer ended up overmedicating (unspecified) due to sensor readings. The customer went to a hospital and had contact with a healthcare professional (hcp) who administered intravenous insulin (dose/type unknown) for treatment for a diagnosis of hyperglycemia. Furthermore, a sensor scan reading of 109 mg/dl was obtained and compared to a fingerstick result of 385 mg/dl. There was no report of death or permanent injury associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading from the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced hyperglycemia with symptoms of dizziness and nausea. It was indicated that the customer ended up overmedicating (unspecified) due to sensor readings. The customer went to a hospital and had contact with a healthcare professional (hcp) who administered intravenous insulin (dose/type unknown) for treatment for a diagnosis of hyperglycemia. Furthermore, a sensor scan reading of 109 mg/dl was obtained and compared to a fingerstick result of 385 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Sensor 0pmf0am2c has been returned and investigated. Performed a visual inspection on the returned sensor patch; no issues were observed. The sensor data was extracted using approved software. Sensor was found to be in sensor state 8 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and poor solder were observed upon visual inspection of the printed circuit board assembly (pcba). Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. While poor battery soldering was noted, it did not contribute to the complaint, as no battery-related event codes were triggered. The sensor passed all tests, so the battery issue is not confirmed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading from the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced hyperglycemia with symptoms of dizziness and nausea. It was indicated that the customer ended up overmedicating (unspecified) due to sensor readings. The customer went to a hospital and had contact with a healthcare professional (hcp) who administered intravenous insulin (dose/type unknown) for treatment for a diagnosis of hyperglycemia. Furthermore, a sensor scan reading of 109 mg/dl was obtained and compared to a fingerstick result of 385 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor 0pmf0am2c has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 227, 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor soldering on battery was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery. Therefore, this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.